Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending. (B)(4).

Event description:
Reportedly, patient came to clinic because he was feeling " unwell". Upon interrogation, the device was found with nominal parameters programmed, while it should be programmed with safer pacing mode. All tests performed during the follow-up were normal.